Event description:
It was reported that during a spinal cord stimulation lead implant procedure, the insertion needle to place the lead was advanced too far and punctured the spinal dura mater. The patient sustained a cerebrospinal fluid (csf) leak, therefore, a blood patch was administered. The lead implant procedure was abandoned due to the csf leak. The patients symptoms were minimal and the patient has fully recovered postoperatively. The lot number is unknown and the device will not be returned as it was disposed of by the medical facility.